Event description:
Inflammation post-operative[inflammation nos]. Recurrent iritis[iritis]. Case description: spontaneous/canada argus # 2003144528ca. Complaint # 2641.loc. Ref. # ca20030494 cross reference with argus # 2003144525ca, argus # 2003144526ca and argus # 2003144527ca. An ophthalmologist reported that a patient (age unknown), with light-colored irides, on a not specified date underwent completely uneventful implantation of ceeon lens mod 913. Four days post the surgery the patient developed minimal inflammation and after more than four-six weeks they experienced recurrent iritis. The outcome is unknown. Follow-up (31jan03). The following new information has been received through a complaint investigation report: -batch records were reviewed and showed neither deviations regarding the sterilization process nor deviations regarding the sterility results, this included positive and negative controls. -the spore strips and tbs medium used for the sterility test were verified also and showed no deviations. -environmental control conditions during the manufacturing period of this lot of lenses were verified with respect to bioburden and pyrogens and these showed no deviations. -review of complaint records revealed that no other complaints were received from these batches. -the serial numbers of the four complaints are from four different sterilization batches. -the manufacturing lots of these complaints show no probable matches relating to a potential cause. Based on the above arguments, a production related cause can not be identified. The complaint will be entered into a long term database for aggregation of complaints and identification of possible trends. Follow-up (17feb03). The following new information has been provided: the ceeon lens mod 913a was implanted in 2002 in the right eye. In 2003 the patient experienced iritis and was treated with prednisolone acetate together with other medications. The seriousness criterion was: intervention required. At the time of the report, the patient had not recovered. Case comment: comment: inflammation and iritis are expected events vs cee-on lenses. However there are still some important pieces of information missing into the report, e.g. The issues related to surgical technique used, in order to provide a meaningful evaluation. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor manufacturer or product caused or contributed to the event.